Event description:
A 6 1/2 year-old boy, was originally implanted on 8/9/1995. There were no reports of any problems and his system functioned normally over the next three years. On 1/13/1999, the child began experiencing problems obtaining lock. Over the next week his system functioned intermittently until link was no longer achieved. Pt was seen at the implant center on 1/20/1999 for completed device evaluation. Testing conducted at the center confirmed that the device was no longer functioning. Explantation/reimplantation took place on 1/22/1999. Pt was reimplanted with another clarion device.